Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch #m91l9n. The device was received with the blade broken off and returned with the device; in addition the blade was discolored (blue) due to heat generated from contact between the blade and the tissue pad. The device was functionally tested with a gen11. During functional testing an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic partial nephrectomy procedure, after approximately fifteen minutes into the procedure, the surgeon noticed that the white protective pad was coming away from the jaw. The device was removed and another like device was used. Approximately ten minutes into the same procedure, the apex of the harmonic jaws seemed to be getting 'congested' with tissue debris. When the device was removed from the patient, so that the scrub nurse could clean the jaws, the active blade of the device fell off the device but was recovered. This led to a further third like device being used, which completed the procedural tasks without any further complication. There were no adverse consequences for the patient reported.